Event description:
Caller reported cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for putting the pump into storage mode, advised the caller on steps to take upon receiving the replacement pump, and sent a replacement pump while instructing the caller to return the problematic pump to tandem within 10 days.